Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) blood tinged sputum, wheeze. (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of wheeze, dyspnea, and blood-stained sputum requiring treatment. (Treatment provided was not reported.) On (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient developed wheeze, dyspnea, and blood-stained sputum. The physician assessed that these events were not serious. The patient was treated for these events (exact treatment was not reported) and the patient recovered on the same day. As part of the bronchial thermoplasty procedure the physician scheduled a planned hospitalization for the patient and as of (B)(6) 2015, the patient remained in the hospital. The exact discharge date was not reported.